Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the first lens was injected with no difficulty into the eye, noted a linear crack near the centre of the optic and removed it. Opened the spare lens, had a quick look under the microscope, but didn't see any crack in the lens (I have to say that I didn't view it under high magnification). Loading and injection of lens was easy with no issue. Once again, saw the same linear crack near the centre of the optic. Didn't have any more lens so I left it in the eye following a discussion with the patient. There was no resistance with the latter and lens went in smoothly. I have used the injector many times in the past with no issue. Additional information was requested and received sating there was no patient harm.

Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned. Viscoelastic is observed on the lens. The lens was cut into two pieces. Based on the provided photo, the cut is through the pictured small, cracked area. The crack cannot be visualized on the returned lens portions. The optic edge is also chipped. Photo #1 was indicated to be for this lens. The photo is of a multifocal single-piece lens in the eye. What may be a small crack is observed just off-center of the optic. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported crack could not be determined. What appeared to be a small crack was observed in the provided photo. However, the returned lens had been cut into two pieces through the pictured area. No determination could be made. A non-qualified viscoelastic was indicated. Company foldable iol(intraocular lens)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU(instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).